Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implants.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implants. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/27/2014 - medical records were obtained. Medical records identified the dor for both sides. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/13/2014.